Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rails were damaged, and the retractor band was broken, with drawers 2.1-2.2. The latch sensor was not seated properly. A field service engineer (fse) logged into the hardware test application, removed the cubie pockets, powered off the device, removed and replaced the drawer, restarted the device, reinserted the cubies, tested the cubies functionality, rebooted the device, and configured the drawer to the station. They also removed the hard stop and reseated the sensor. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the device was showing hardware failure. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.